Event description:
Complainant alleged that while attempting to pace a male patient (age unknown), the device continued to pace inappropriately. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance and defibrillation cycling testing without duplicating the report. The pacing function was tested on code simulator on normal sinus rhythm and bradycardia mode without duplicating the report. A physical inspection and internal inspection found no discrepancies. The device was recertified and returned to the customer. The electrode pads used at the time of the report were not returned as part of this investigation. The clinical file was not available to review as part of this investigation. Analysis of reports of this type has not identified an increase in trend.